Event description:
It was reported to philips that the device had a ECG equipment malfunction message. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a ECG equipment malfunction message. There was no patient involvement. One process pca was returned to the failure analysis lab for evaluation. The reported problem could not be duplicated during lab tests. No fault found with this processor board.